Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was experiencing high blood glucose. The customer had a high blood glucose level that was over 400 mg/dl on (B)(6) 2017. The customer was treating the high blood glucose with the insulin pump. The customer's current blood glucose level was 215 mg/dl. After troubleshooting was performed the customer was advised that the insulin pump was working as designed and to call back if the issue persists.